Event description:
The customer reported the system had no ac power to the generator, which would prevent the system from producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired bent connector pins in the lemo connector and cleaned and lubricated the collimator. The system operates as intended.